Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including verifying correct kit components were being used, washed, and dried according to our instructions for use; and verifying no milk backup had occurred. The troubleshooting did not resolve the issue. A pump in style advanced breast pump was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2022, the customer indicated that she has not tried the replacement pump and that she needed to purchase a smaller size shield as medela does not carry the size she needs. Additionally, she indicated that she has mastitis but is not due to the pump having low suction, that it might be that she has elastic nipples that swell quite a bit. In additional follow up with a complaint handler the customer indicated that she has not gone to the doctor yet but will be going to urgent care. The customer was offered a medela clinician and accepted. In follow up with a medela clinician (B)(6) 2022, the customer did not realize that she had blebs on her affected side. The clinician discussed resolving blebs and techniques to prevent further blebs. Customer also states she saw a doctor who put her on keflex and states her mastitis has resolved. In follow up again with a medela clinician on (B)(6)2022, the clinician reviewed breast shield sizing, pumping techniques and hand expression after pumping. The customer was able to pump two ounces from the affected breast and indicated that for the last month she was able to express 15ml and still felt full. The customer also stated that her baby is able to resolve the fullness, the clinician encouraged her to continue to nurse. On (B)(6)2022, the customer contacted the medela clinician and stated the pumping techniques have helped resolve the bleb. She also indicated that she has received and reviewed the email with the breast shield sizing and mastitis information. In follow up with a complaint handler again on (B)(6) 2022, the customer stated that her mastitis is resolved and she is dealing with the blockages in her nipples that seem to be the contributing factor. The customer also indicated that the lactation consultant was helping her through this. The customer also indicated that the medela clinician was very helpful and that she discovered the nipple blebs which were missed by her doctor and lactation consultant. The customer also indicated that the replacement pump was working. Based on the results of our internal investigation (reference number (B)(4)), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2022 the customer alleged to medela llc that her pump in style max flow had low suction. Additionally, she alleged that she might have elastic nipples which get swollen and rub against the tubing.